Manufacturer narrative:
This report is submitted on november 10, 2023.

Manufacturer narrative:
This report is submitted on october 13, 2023.

Event description:
Per the clinic, the patient experienced a postoperative infection and the device was explanted on (B)(6) 2023. There are no plans to re-implant the patient with a new device as of the date of this report.